Manufacturer narrative:
Evaluation summary: surgical notes were provided from the primary and revision surgery. According to the revision notes, the ceramic femoral head fractured while in-vivo. The device was in-vivo for 9 years at the time the event occurred. The lot number associated with this complaint was previously part of FDA reportable recall as a result of a supplier issue. Evaluation: review of the device history records did not find any deviations or anomalies.

Event description:
It is reported that the patient was revised for pain and breakage.